Event description:
Info rec'd indicates the head and knee functions do not work.

Manufacturer narrative:
The facility found the CPR lever was stuck. The facility freed the CPR lever to repair the bed.